Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that over the past year the patient had decreased therapeutic efficacy noted as increase discomfort, increased irritability, increased stiffness and increased spasms. It was unclear what led to the event. The patient did undergo spine surgery about a year ago but it was unclear if this was contributing to her symptoms. On (B)(6) 2015 a catheter dye study was performed with the study showing good catheter aspiration and the catheter in the intrathecal space with no evidence of fracture, disconnect, break or occlusion. The hcp performed troubleshooting via increased pump titration and bolus programming with no improvements in symptoms. On (B)(6) 2015 another catheter dye study was performed with no problems with catheter aspiration. The catheter was viewed in the intrathecal space with no obvious catheter fracture, breaks, kinks, occlusions or disconnect. On (B)(6) 2015 a repeat screening test was attempted by the physician via lumbar puncture. The surgeon was unable to complete the lumbar puncture secondary to the bone fusion from l1 to the sacrum. The surgeon performed a bolus of 100 mcg via the catheter access port after clearing the catheter of 2ml. There was minimal to no significant change on the spasticity ashworth scale as assessed by the physician at 2 and 4 hours post catheter access port injection. The patient developed a low grade fever of unknown cause just before being discharged on (B)(6) 2015. The patient was given tylenol and discharged home. The patient presented to the emergency room (ER) on the morning of (B)(6) 2015 with increased muscle spasms and low grade fever. All labs were normal. The patient's stomach was distended with reason unknown. The patient was admitted to the hospital for observation. The issue had not been resolved at the time of the report. Patient status at time of this report was alive; no injury

Event description:
It was reported that the patient was having increased spasticity after multiple dose increased. A catheter issue was reported and possibly a splice from a previous surgery. The location of the catheter issue was unknown. A dye study was performed which did not show any catheter problems and the device was reprogrammed. The issue was reported as resolved but the cause was undetermined. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to clarify event details, resolution, and current patient status but no further details were available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).